Manufacturer narrative:
No product was returned for investigation. The cause of the inflammation was not determined due to insufficient clinical details. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a hematoma in the right axillary site and a swollen face. The patient was transfused red blood cells, fresh frozen plasma, and platelets. Later, the patient was given a do not resuscitate status and expired on impella support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.